Event description:
Olympus was informed that during a diagnostic esophagogastroduodenoscopy (egd) and endoscopic ultrasound (eus) of pancreas procedure, the pt experienced a laceration of the esophagus. The nozzle of the subject device was said to have been examined under a magnifying glass following the procedure, and the user facility reported there was sharpness noted on the left lateral edge. The user facility also reported that there was a dark ring on the ultrasound image. The pt was discharged.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the users were unable to advance the subject endoscope past the upper esophagus. The users then used a second unidentified gastroscope to examine the pt, and a laceration was noted in the upper esophagus. The intended procedure was stopped when the laceration was noted. The user facility reported that the pt did not require medical or surgical intervention, and was not hospitalized. The user facility reported that the pt has not yet returned to office for follow-up. The device referenced in this report was returned to olympus for evaluation. The evaluation did not find any signs of sharpness of the nozzle, probe unit, bending section glue, control body, or objective lens glue. The position of the nozzle was not misaligned or loose. However, the bending section glue on the insertion tube side was noted to be lifted, cracked, and discolored which was attributed to chemical damage. The bending section glue on the control body side had minor cracks. There were no anomalies noted to the image. The device was serviced and returned to the user facility. A clinical application specialist has been dispatched to the user facility to follow up, and provide inservice support if needed. This report is being submitted as a medical device report in an abundance of caution.